Event description:
During use, disposable cryoprobe "ruptured" with a loud audible bang. Probe has a visible area where the "rupture" occurred with the catheter having a hole in it. Tip of the probe was inside pt at time of incident, but area of concern was not. Manufacturer response for unit, cryosurgical, accessories, erbe (per site reporter). This was a known defect of the device.